Event description:
It was reported that during a laparoscopic anterior resection procedure, around two hours into the procedure (half-way through) the plastic pad on the jaws of the device started to char. The surgeon removed the device from the patient and on removal the plastic pad fell off of the device and dropped to the ground. There is a remainder of some of the pad still left on the device ¿ so the pad did not fall off as a whole, but rather only part of it. Another like device was used to complete the procedure. There was a delay of five minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the device with the serial number (B)(4) was returned with the tissue pad damaged, melted and 100% present and not detached as reported by the customer. The device was connected to a test hand piece and gen11 and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between the jaws. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. It is possible that the reporting smoke was generated by the tissue pad being melted.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.